Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged back into the atrium post operation. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.